Event description:
Customer alleges discrepant results with meter and the lab: date: (B)(6) 2011, inratio: 2.4, lab: 1.8. On (B)(6) 2011, 3.3, 2.6. Pt's target therapeutic range is 2.0-3.0, although pt's physician would like him closer to 2.0-2.5. Time between test results is within 1 hour.

Manufacturer narrative:
Pending.